Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have failure to capture and unspecified over-sensing. Corrective programming changes were made. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.